Manufacturer narrative:
Submit date: 6/23/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an insulin syringe. The customer states that the black ink is all over their hand. When they held the syringe in her hand to pull the cap off, all the graduation ink came off onto their hand. While manipulating the syringe in the bottle, the numbered units started to come off. They began to itch and break out in a rash because they are allergic to some inks. No medical intervention required.

Manufacturer narrative:
The device history record for the lot control and the shop orders indicate that product and specification requirements were met with no non-conforming product identified relating to this customer report. The manufacturing site did not receive any samples with this customer report. The customer confirmed that the samples were discarded. Without a sample, an investigation cannot be performed and the reported condition cannot be confirmed. Medtronic has the following processes in place. An adjustment to the timing is made at start up and after changing the print pad. An ink permanency test is performed on printed barrels. This test is used to determine the permanency or adherence of the ink applied to syringe barrels by the pad print printers. Ink viscosity is controlled within a validated range. Associates are required to verify that the barrel print meets the quality inspection standard before starting the process and at specified intervals throughout production. These syringes are designed to be a one-time use only syringe. Repeated use of the syringe could smear or wear off the print. Per medtronic procedure, complaint trends will be evaluated during the monthly CAPA meeting to determine if a CAPA is warranted. Based on the information available and the investigation findings, a corrective and preventative action (CAPA) is not deemed necessary at this time.